Event description:
Customer reported one sars-cov-2 tma run, wl 010261-20220615-12, using assay lot 319624 on panther plus instrument sn (B)(4) which had 4 discrepant samples. Customer questioned if there was contamination after the negative control in several wls resulted positive. Hologic molecular application specialist (mas) went onsite to inspect their workflow, clean the lab and workspaces, and advise them on mitigating contamination. The lab released positive results if they were confirmed upon retest, but negative results were reported without retesting. The only patient impacted reported was positive patients quarantining at home for four days. This is a preliminary report as investigation is ongoing. Supplemental reports will be submitted as necessary.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and observed no hardware issues. Customer performed monthly maintenance and retested all positive samples for confirmation using the same patient tube and assay lot. Customer informed ts that they leave kit controls and reagents on the instrument for multiple days once they start using them, and ts advised this is not best practice. This is a preliminary report as investigation is ongoing. Supplemental reports will be submitted as necessary. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 319624 on panther plus instrument sn (B)(6) which had 4 discrepant samples. Customer questioned if there was contamination after the negative control in several wls resulted positive. Hologic molecular application specialist (mas) went onsite to inspect their workflow, clean the lab and workspaces, and advise them on mitigating contamination. Customer performed monthly maintenance and retested positive samples for confirmation using the same patient tube and assay lot. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer could not confirm which results were reported out, but they relayed they take responsibility in deciding which result to report. Customer agreed to correlate obtained result with patient clinical history and presentation. The only patient impact reported was positive patients quarantining at home for four days.

Manufacturer narrative:
The following is a resubmission that was initially submitted (MDR 2024800-2022-01051) on 07/25/2022 by hologic. Hologic technical support (ts) reviewed logs and observed no hardware issues. Customer informed ts that they leave kit controls and reagents on the instrument for multiple days once they start using them, and ts advised this is not best practice. Hologic molecular application specialist (mas) reviewed logs and determined the discrepant results were likely due to low-target concentration samples. Mas further concluded the contamination was operator-induced, and customer agreed with their findings. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Follow-up report. See section h10.

Event description:
See section h11.

Manufacturer narrative:
Section b5 stated "follow-up report. See section h10." When it should have referenced section h11.